Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump was exposed to water. Reportedly, customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.